Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of sterilization certificate found the devices were sterilized in accordance with procedure and regulations. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised due to infection. Attempts have been made and additional information on the event is unavailable.

Manufacturer narrative:
(B)(4). Medical product: oss axle cat#: 150480, lot# 101770; oss poly bumper lock pin cat#: 150510, lot# 489680; oss reinforced yoke cat#: 150493, lot# 543860; oss poly femoral bushings 2pk cat#: 150477, lot# 326420; oss tibial poly bearing cat#: 150415, lot# 699230. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09694, 0001825034 - 2017 - 09695, 0001825034 - 2017 - 09696, 0001825034 - 2017 - 09697, 0001825034 - 2017 - 09698, 0001825034 - 2017 - 09699. Product location is unknown

Event description:
It was reported that the patient underwent bearing revision five months after initial left knee arthroplasty due to unknown reason.